Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd1 and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis as manifested by fever, weakness and diarrhea. On (B)(6) 2009, the subject was hospitalized for peritonitis and began remedial therapy with cefazolin (ip) and ciprofloxacin (oral). On (B)(6) 2009, treatment ended with ciprofloxacin. On (B)(6) 2009, treatment ended with cefazolin. On (B)(6) 2009, the subject was discharged from the hospital and recovered. An opinion of causality for the event of bacterial peritonitis was not reported. The observational study was titled endotoxin-associated sterile peritonitis observational study (e-steps). The protocol number is (B)(4) and was sponsored by baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.